Event description:
It was reported that the user experienced recurrent low glucose after breakfast when announcing meals at or after meal start, and troubleshooting with an agent suggested the breakfast meals were maladapted with a need for additional training on meal announcement timing; the medical device problem and device component were not specified due to insufficient information. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information to identify a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.